Event description:
It was reported that when the device was used during a laparoscopically assisted vaginal hysterectomy, the device was fired and the staples formed improperly. Another device was used to complete the case. There was no consequence to the pt.